Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the device and functionality was restored. The system was tested and verified as ready for use.

Event description:
It was reported that the customer called to report their insufflator was disabled. The customer had already power cycled the system with no change before contacting support. The technical support engineer (tse) recommended performing a hard power cycle on the vsc. However, the customer was about to dock and had already brought in a third-party insufflator to complete the case. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.